Event description:
Patient dislocated again removed stem for malpositioning. Liner mfg by others.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.